Event description:
The customer reported to olympus, the visera pro xenon light source had a blinking front panel and a narrow band imaging issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: scorched inlet fuse box and power not being able to turn on due to a power switch failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a narrow band imaging mode failure and front panel blinks due to filter turret deterioration, output connector was loose due to wear, malfunction due to deterioration of dimming shibori spring, chassis and top cover corrosion, lamp replacement door mechanical damage, and light intensity decreases due to xenon lamp consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results on the investigation, for the inlet fuse box burn event reported the root cause could not be identified and there is not any probable cause. In the other hand, the event reported as no power, the root cause could not be identified, nevertheless the like cause of this malfunction could be due to power switch failure. Olympus will continue to monitor field performance for this device.